Manufacturer narrative:
The insulin pump alarmed radio frequency pic failed self-test during self-test and lost alarm was noted while checking the sensor feature due to faulty connector at radio frequency board. The device had cracked reservoir tube lip.

Event description:
It was reported that the customer had a lost sensor alert. Customer had a failed radio frequency self test alarm in the alarm history. Sensor will be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.